Event description:
Review of the pt's downloaded data revealed the high impedance flags associated with the pt's belt. Zoll customer support contacted the (B)(6) pt about replacing the belt. The pt was then issues a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (high impedance flags in pt's downloaded data) was confirmed. As received, the belt failed incoming functionality testing. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause of the pulled cables could not be positively identified, but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.